Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1. During the procedure, one of the inflatable bone tamps (ibt) would not advance beyond the trocar. According to the report, the physician used the curette and the drill to verify that the problem was not due to hard bone. After several attempts, the ibt still did not advance so a new ibt was used to complete the case. There was a five minute delay in the overall procedure time. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. The devices used have not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.